Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two units were received for evaluation. The devices were visually inspected; no damages or workmanship defects were detected. During testing, a leak is observed between tube and adapter; the complaint was confirmed. The most probable root cause was lack of adhesive between the tube with a female luer lock and the adapter tube during assembly. An awareness notification was conducted by the quality engineer on 09-sep-2021 to the production personnel in order to explain the importance of adherence in the procedure.